Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a navi-star¿ thermo-cool¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. Prior to mapping or ablation, while maneuvering the navi-star¿ thermo-cool¿ electrophysiology catheter in the lower right ventricle, a cardiac tamponade was detected. Pericardiocentesis yielded an unspecified volume of fluid. Patient was reported to be in stable condition. Patient was transferred for observation, where they were reported to be stable for the remainder of the day. Patient required extended hospitalization as a result of the adverse event for monitoring. Patient outcome is improved. Factors cited that may have contributed to the adverse event include the patient¿s anatomy. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. There were no issues or errors reported on any bwi products or equipment during the procedure. No transseptal puncture was performed. There is no sheath information. There is no information regarding generator parameters or generator settings. Power was not titrated during ablation. Overall ablation time at the site of injury and last ablation cycle time at the site of injury were 0 seconds, as the injury occurred while the physician maneuvered the catheter in the lower right ventricle, and not during ablation in the rvot. Irrigated catheter flow was set at 2 ml/min during maneuvering/mapping and 30 ml/min during ablation. Patient received anticoagulant (heparin) during the procedure with activated clotting times (acts) maintained in an unspecified range. There were no issues or errors reported on any bwi products or equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/3/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref # (B)(4).

Manufacturer narrative:
It was reported that a female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a navi-star¿ thermo-cool¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. The investigational analysis has been completed. The device was visually inspected, and it was found in good conditions. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, deflection test was performed, and it was found within specifications, the catheter was deflecting correctly. Then, the eeprom information was read and it was found corrupted. An irrigation test was performed, and the catheter failed. In addition, a failure analysis was performed, and the catheter was dissected on the tip area, the irrigation tube was found occluded with dried saline solution. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the occlusion cannot be determined, it could be related to the procedure since there is evidence that the device was manufactured in accordance with documented specification and procedures and no damage was observed on the irrigation tubing. The root cause of the eeprom corrupted cannot be determined. Manufacturer's ref. No: (B)(4).